Event description:
It was reported that the insulin gauge was inaccurate. Customer will continue to use the current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.